Manufacturer narrative:
Device evaluated by manufacturer: the returned rotawire has kinks along the body and the wire is broken 327.5cm from the proximal end. The distal tip was not returned. The outer diameter of the mid and proximal sections met specification. The outer diameter of the distal end and overall length could not be performed due to returned device condition. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed on 29-jun-2017. It was reported that a rotalink¿ plus was not able to advance through the guide catheter. The target lesion was located in the ostium of the left anterior descending (lad) artery. A rotawire and a 2.00mm rotalink¿ plus were selected for use. The 2.00mm rotalink¿ plus was not able to advance through a 7f guide catheter. The device was removed and the procedure was completed with a 1.75mm rotalink¿ plus. There were no patient complications and the patient was in fine condition with no problems. However, returned device analysis showed that the rotawire tip was broken and not returned.